Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with a voltage drop resulting in a cs 128 replace battery alarm. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, the pump powered no with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten and it was found to be cracked. The battery compartment was found to be cracked. There was evidence of moisture contamination observed inside the battery compartment and on the underside of the battery cap. A leak test showed a battery compartment leak. The pump case was found to be cracked. There was no evidence of additional moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).